Manufacturer narrative:
The user-reported issue was not confirmed. The pump was found to have a battery capacity issue that was not related to the complaint. The battery was replaced. The pump was tested to meet all specifications on 05/07/2017.

Event description:
This is a follow-up for the initially filed MDR (3006575795-2017-00086).

Manufacturer narrative:
The manufacturer is still waiting for the arrival of the infusion pump.

Event description:
The user reported that the pump shut down after infusion. The user had multiple drug bags so it took longer to complete infusions. No patient injury or harm occurred for this case.